Event description:
It was reported that cytotoxic leakage occurred past the bd plastipak¿ concentric luer lock syringe stopper during use. Lot #'s 1905234 and 1907257 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "another example of contamination illustrated today with cytotoxics. Photo provided displays leakage past stopper."

Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection of the sample, a leak was observed between the stopper ribs. A device history review was performed for the reported lots 1905234 and 1907257, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1905234 and an additional ten samples of lot 1907257 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1905234. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-16. Medical device lot #: 1907257. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cytotoxic leakage occurred past the bd plastipak¿ concentric luer lock syringe stopper during use. Lot #'s 1905234 and 1907257 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: "another example of contamination illustrated today with cytotoxics. Photo provided displays leakage past stopper."